Event description:
During a conversation in 2008, a hosp resp supv remarked to our clinical specialist that there had been a pt death where a dar sterivent filter along with other unspecified equipment was reportedly used. When asked to clarify or provide further details, the supv stated that the hosp had chosen not to report this as an event because they could not identify the dar sterivent filter as the cause. The resp supv also stated they would not be returning the filter for failure investigation and he could not make any further comments.

Manufacturer narrative:
This investigation is in progress. Attempts are being made to obtain further info and/or the device for failure investigation. If the device is returned and/or new significant info is obtained, a f/u report will be submitted.